Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that when they were at the clinic they were told by the nurse that the implantable pulse generator (ipg) was not doing what it was supposed to do and that their heart rate was going too low. The ipg remains in use. No further patient complications have been reported as a result of this event.